Event description:
It was reported that during a bph prostate procedure, the customer reported: ¿fiber broke no way to fire in straight direction¿, at 146,408 joules and 23:22 minutes of usage, no additional information provided. The procedure was completed with a second fiber. Patient outcome: "no damaged to patient" reported. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited severe char; the glass cap exhibited severe devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).